Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction added to field: g2. Additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's complaint was not confirmed. Based on the results of the investigation, and although the device was not returned to olympus, it is likely attributed to incorrect handling as well as considerable mechanical force caused by an impact or fall. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid scope, telescope 30, 40mm was broken or defective or damaged components and bent. The issue occurred during maintenance and the procedure was diagnostic. There were no reports of patient harm.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.